Event description:
On (B)(6) 2024, an adverse event occurred during a transplant surgery involving the use of pall ultipor 55 breathing circuit filter with an aerogen solo nebulizer. The patient, a 57-year-old male, experienced prolonged respiratory challenges due to an incorrect setup of the circuit. Which likely caused the filter to clog. The filter aerogen solo nebulizer was intended to deliver inhaled epoprostenol after the patient was liberated from cardiopulmonary bypass. The patient was taken off bypass and connected to a ventilator for the delivery of inhaled epoprostenol. However, within two hours, the patient's tidal volumes decreased, indicating difficulty in ventilation and oxygenation, likely due to the clogged filter obstructing airflow and epoprostenol delivery from the aerogen solo nebulizer. This led to an anoxic brain injury and ultimately the patient's death, which occurred on (B)(6) 2024. The adverse event was identified as potentially linked to the setup of the filter with the aerogen solo nebulizer after discovering that the filter on the ventilator had clogged, which obstructed the delivery of oxygen and epoprostenol.